Event description:
It was reported that during a bilateral breast biopsy, they had completed taking samples for the first breast, unloaded the first probe and went to load the second probe when the customer noticed the pin holding the body of the probe to the base of the st holster was sheared off in the first probe. The first probe was disposed of but the piece that was sheared off was retained and will be sent back with the st holster for analysis. The case was aborted at that point and the patient will be rescheduled for a later date.

Manufacturer narrative:
H6: vacuum solenoid. H3: evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum solenoid to be replaced. The device was functionally tested, met all product requirements and returned to the customer.